Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Her results were 132, 174, and 164 mg/dl. She did not have any symptoms. She stated that the confirmation dot on the unused strip was a light "greenish "color. She retested using a new vial of strips and blood sugar results were "better". A control solution test was reported in range, though no numbers were given.